Event description:
Country of complaint: (B)(6). Complaint states: during a surgery, the end of the sheath of bipolar scissors detached leaving an exposed metal part.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: the investigation determined, the reason for the failure was most likely caused by an error in the shrinking process of the flexible heat shrink. The process is hand made and therefore, subject to fluctuations in single cases. The risk analysis shows uncritical values regarding sold instruments and complaints with the same error.